Event description:
During the pvc procedure, the sheath was inserted into the heart, and the qdot micro¿ catheter was inserted into the sheath. While rf delivery was being performed, blood started to leak from the hemostasis valve. The sheath was replaced and the procedure was completed with no adverse consequences to the patient. No air movement into the patient was confirmed. The only products inserted directly into the hemostasis valve were the included dilator and qdot micro¿ catheter. No additional venipuncture was performed due to sheath replacement. There was no resistance when inserting the dilator. The sheath and dilator were integrated and inserted as per the instructions.

Manufacturer narrative:
UDI information (d4) and 510k (g3) are not provided as this product (model: g407376) is only marketed outside of the us and is therefore not referenced in the gudid database.

Manufacturer narrative:
One 8.5f swartz braided introducer sheath and dilator were received for evaluation. The guidewire was also returned. Functional testing determined a leak was noted in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. A puncture was noted in the proximal seal. Tearing, resulting in a hole, was noted in the distal seal. A corrective action was initiated to address the failure mode of the swartz braided introducer leak.